Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl reconstruction surgery the device with the part number ar-1588t tore during threading. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Updated case kpilz 04-jul-2024. It was reported that during an acl reconstruction surgery the device with the part number ar-1588t tore during threading. When the graft was retracted, it became completely blocked so that further retraction was not possible. The cruciate ligament graft could only be removed from the drill channel by completely removing the shuttle system. During removal, the tightrope was so damaged that it was disposed of, only the flip button was kept. The surgery was finished successfully with a new device with part number ar-1588btb. There was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. -the most likely cause can be attributed to use error, as excessive force on the shortening suture strands may break the strands and impair the ability to fully seat the implant. According to dfu-0147-4 at revision 1.g. Precautions. 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strandsand/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.